Event description:
It was reported that the zfr model intraocular lens (iol), 21.0 diopter power, was explanted from the patient's operative eye due to blurry vision and decreased visual acuity post implantation. The distance visual acuities (va) were provided as 0.9 pre-operative and 0.5 post-operative. The doctor completed the exchange with a non johnson and johnson trifocal lens (lisa tri) of 20.5 diopter power. Account indicated that the results are currently good as patient's distance and near va are j1. There was no delay in treatment and no other reported interventions. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided per country's personal data privacy legislation/policy. Initial reporter email address: unknown as information was not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: mar 22, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: based on the return condition of the lens (cut in half) no further product evaluation could be performed on the lens. No additional conditions were observed with the returned product. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.